Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a facility representative via email that the safety mechanism on the butterfly needle used to draw blood for a prp procedure is less than useful. The safety is a flip-type movement to cover the used needle and blood seems to splatter when the safety cap snaps into place. No additional information was reported. Additional information requested.